Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a heavily calcified left anterior descending coronary artery. Once at the lesion for pre-dilatation, the balloon of the 3.00 x 15 mm trek rx balloon dilatation catheter (bdc) ruptured at 12 atmospheres during the first inflation. An unspecified bdc was used to successfully perform pre-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. It was reported that the bdc was overinflated to 20 atmospheres (atms) when the balloon ruptured during inflation. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is unknown if inflating the balloon slightly over the rated burst pressure contributed to the rupture. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A2, a3a, a4, a5: patient information was updated. H6: medical device problem code 2017 - improper or incorrect procedure or method.

Event description:
Subsequent to the initial filed report, it was reported that the trek rx bdc was inflated to 20 atmospheres for 10 seconds and a rupture occurred. The trek rx bdc was removed, and the procedure was continued using a 3.0x15mm abbott coronary intravascular lithotripsy (ivl) catheter and nc trek balloon. A 3.5x18mm xience drug-eluting stent was implanted. Patient ID: (B)(6). No additional information was provided.